Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with tah and bso. It was reported that the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, infection and other. It was reported that the patient underwent mesh revision on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/25/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent tah with bso due to incapacitating dysmenorrhea, uterine leiomyoma with abnormal uterine bleeding, chronic pelvic pain and sui. (B)(4).